Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is detached from the sensor pod and seal carrier. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to statement "no product was provided for evaluation. The reported event that the introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined."

Event description:
No product was provided for evaluation. The reported event a detached sensor wire occurrence could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event that the introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.